Event description:
Foley catheter was inserted in surgery on 8/18/99 and was to be left in place for 10 days. On day #8, catheter came apart at the y connection at distal end. Remainder of catheter was removed intact. The balloon was deflated when the catheter separated from the y connector. Physician ordered for catheter to remain out. The pt did well and had no adverse effects from the incident.